Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, it was reported by a sales rep that, during manufacturing process of kit pack, two of foreign matters were found. One was a piece of metal and the other was a piece of fiber. Further details are not provided from the hp. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are there any photos of the foreign matter available? - please confirm, how many devices are available to be returned for analysis? - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions additional information was requested, and the following was obtained: - are there any photos of the foreign matter available? No h3 investigation summary the product was returned to ethicon for evaluation. Six sealed boxes and one opened box, each containing thirty-six representative unopened samples, totaling two hundred and fifty-two samples, were received for analysis. Product code n183h. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on fifty samples. An overall review of the samples revealed a foreign matter inside of all the overwrap packets that appears to be a flash from the foil (part of the blister) observed on thirty-four samples. In the remaining sixteen samples, small foreign matter (material not attributable to the process) was found. Based on the information currently available, a foreign matter issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.